Event description:
The customer reported a problem with dac movement. It was a hard mechanism on the iris and collimator. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the dac 8 and adjusted the alignment. The system operates as intended.